Event description:
The customer reported that the system locked up or intermittently failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The passive backplane, s4 power supply, intelligent power cable and vcsi pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.